Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown: product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). When the hcp was asked to provide the steps taken to resolve the wires that coming out the hcp stated that the patient was seen on (B)(6) 2025 post implant trial with 75% improvement. They felt great and understood the risk of surgery and wished to undergo the complete implant. The hcp stated that the issue was resolved. The device was intended to treat urge incontinence.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 306001 (lot: unknown); product type: 0215-screening device; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial date was unknown. It was reported that they had bleeding a lot and their bandage was full of blood. Also there was wire that came out from wire the incision site and it was a clear thread and they were worried about it. Advised to contact their doctor and flagged their manufacturing representative (rep). It was unknown if the issue was resolved at the time of report. It was unknown if surgical intervention occurred.

Manufacturer narrative:
Continuation of d10: product ID 306001, lot# unknown, implanted: (B)(6) 2025, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.